Event description:
It was reported that a pump's housing was cracked after being smashed by a car rotor. The damage caused the customer's blood glucose level to become high, but the specific value was not known. The customer managed the situation with a corrective injection via multiple daily injections (mdi) and did not need third-party assistance. Tandem technical support informed the customer that the warranty did not cover this type of damage, and although the customer was interested in purchasing a replacement pump at a discounted rate, the pump was lost, making them ineligible for replacement. As a result, the customer decided to rely on mdi for insulin delivery to ensure there was no interruption.